Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown.(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a laparoscopy surgical cholecystectomy with common bile duct exploration procedure performed in the biliary system on (B)(6) 2022. During the preparation, they used spyscope ds ii and it would not work with spy discover controller. They had open incorrect catheter; spyds ii was opened instead of spy discover catheter. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.